Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged shutdown and reset malfunctions were verified; however there was no failure identified related to the out of insulin alarm.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly multiple times. Additionally, it was reported that the pump reset unexpectedly multiple times. The customer reported loading a new cartridge and subsequently receiving an unanticipated out of insulin alarm. The customer's blood glucose level ranged from 200 to 300 mg/dl. Reportedly, the customer has manual injections available as alternate insulin therapy.